Event description:
It was found on (B)(6) 2011 that this patient has an infection. This was noted at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).